Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On(B)(6) 2023, it was reported by a sales representative via sems that an ar-6480 dw arthroscopy fluid management had buttons working randomly; the lavage kept going off and blowing in a patient's shoulder. The patient was unaffected, and the device was unplugged and switched out to complete the case. This was discovered during an unspecified procedure, with no patient harm.

Manufacturer narrative:
The complaint allegation was confirmed. (1) unpackaged ar-6480 dualwave arthroscopy fluid management system was returned for investigation. The returned device was visually inspected, and it was noted that the front panel had cracked. The warranty seal was not damaged. The returned device was assembled with a new ar-6410 arthroscopy pump tubing and was attempted to be evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on, and an error message was found on the device screen: " critical failure." No testing was possible. It was also noted that the tubing sensor coupler wasn¿t turned on when the tube was connected. The most likely cause(s) of the reported failure can be attributed to wear and tear from extended usage in the field since the device was manufactured in 2015.